Event description:
It was reported that the patient's leadless pacemaker had dislodged and migrated into the right pulmonary artery. The dislodgment was verified via chest x-ray imaging. The device was successfully retrieved, and a new one was implanted. The patient condition was stable throughout procedure.